Event description:
It was reported that a merlin.net transmission revealed that the patient received inappropriate therapy due to oversensing of noise. Externalized conductors were observed via x-ray. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.